Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, as time passes, the cuff of the bronco catheter shrink more and more. There was no reported patient outcome.

Event description:
According to the reporter, post-operatively, as time passes, the cuff of the bronco catheter shrinks more and more. The tube was replaced.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that one sample returned for evaluation contained in its original opened unit pack with a bandage stuck around the main tube stem. The returned unit was inflated using the parameters set out in if001. The bronchial cuff inflated without any issue however the tracheal cuff deflated slowly. The returned unit was leak tested under water and a leakage was detected from the tracheal inflation line near the notch area. Further examination of the inflation line shows that there is a partial tear on the inflation line near the tracheal notch. This type of defect is indicative of the damage caused due to undue force on the tracheal inflation line. The outer diameter of the tracheal inflation line was measured and found within blueprint specification. Specification 0.065 ¿+/- 0.002¿. Actual 0.065 ¿. The reported defect could be detected on the unit returned for evaluation however there is no evidence to suggest that the defect occurred in-house. The most probable root cause is the tracheal inflation line came under undue force. A review of pfmea 10099439 confirms that this type of issue is reflected with an rpn of 32. No action required. All of our broncho cath products undergo an inflate/deflate test, and it is at this stage of the process that any defects are identified and removed from the lot. If the reported defect was present during this inspection, it would not have gone undetected. It was reported that there was leak on device cuff. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.